Event description:
It was reported that ¿during ess (endoscopic sinus surgery) the straightshot m4 handpiece generated heat and had an operation failure. The procedure was continued using the same handpiece as it was not completely broken and still worked somehow. The operation was completed without any delay or adverse effect.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
Date of this report: 02/12/2015. Date received by manufacturer: 04/24/2015. Service and repair found that the device was heavily corroded, making it impossible to remove the housing from the motor. Results: degradation problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.